Manufacturer narrative:
(B)(4). D10: flexible reamer 6.0 mm diameter item 00222800600 lot unknown flexible reamer 6.5 mm diameter item 00222800605 lot unknown g2: foreign: south africa no product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history identified additional similar complaints for the reported item. However, due to the lack of the lot number, an additional lot search could not be performed. Complaints are monitored per complaint trending process in order to identify potential adverse trends. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a primary procedure, the humerus targeting guide barrel grip's small piece that fits inside the nail broke. There was a 20 minute delay, but no reported harm to patient and no piece was left inside the patient. Due diligence has been completed for this complaint; to date no additional information or product has been received.